Event description:
It was reported that the tubing of two (2) clearlink continu-flo solution sets separated while administering unspecified intravenous (IV) solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the suspect lot numbers were r25b10017, r25b11093, r25b28048 and r25a17031. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these suspect lots (r25b10017, r25b11093, r25b28048 and r25a17031). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.